Event description:
Loss of osseointegration, periodontal disease at time of surgery, primary stability was achieved, implant achieved osseointegration, implant was completely covered by bone, immediate implantation, pain, bleeding, mobility, smoker.